Manufacturer narrative:
The manufacturing records were reviewed and no nonconformities were found. Based on the report, the event was likely procedure rather than device related. The device was not explanted.

Event description:
During a routine follow up, it was reported to nevro that a patient had experienced spinal headache due to a cerebrospinal fluid leak following the implant procedure. The patient received a blood patch. Follow up report indicated that headache had improved and no further complication was reported.